Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer. It was reported that the patient had an error code come on, and at time the device didn't want to charge. The device was replaced to resolve the longer to recharge. The issue of taking too long to recharge was resolved. The patient reported their weight at the time of the event. The patient stated that it took roughly 4 hours to charge at the longest, at the end they let it charge when they went to bed. No further complications were reported.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported an elective replacement indicator (eri) on a rechargeable implantable neurostimulator (ins). There was no allegation or dissatisfaction with the ins longevity. The patient reported having nerve radiofrequency about every 6 months. It was reported that the patient mentioned taking a long time to recharge. No symptoms were reported. Relevant medical history includes degenerative disc disease.

Event description:
Information was received from a consumer. It was reported that the patient had an error code come on, and at time the device didn't want to charge. The device was replaced to resolve the longer to recharge. The issue of taking too long to recharge was resolved. The patient reported their weight at the time of the event. The patient stated that it took roughly 4 hours to charge at the longest, at the end they let it charge when they went to bed. No further complications were reported.